Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient turned device out of mr safe mode and confirmed no to therapy but received a debilitating shock that required admission to hospital due to experience. Whilst in safe mode, the device had not been used for therapy as only in situ two weeks. Healthcare professional (hcp) has alerted their nurse who would be best placed to follow up. Hcp¿s main concern was whether it was related to the MRI but had switched to mr mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was now reported that there was a message saying 'MRI has been deactivated for this device. Do you want to turn therapy on? Yes/no'. Hcp was advised that for stimulation to be turned on after deactivating MRI mode, the "yes"- button needs to be selected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.